Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
A third-party service agent contacted physio-control to report that service led on the device from one of their customers came on after the device was powered on. The third-party service agent rebooted the device twice, and the device started to continuously reboot. Eventually the service agent managed to reboot the device and get into service mode. No event codes had been logged into the device's memory. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly. Proper device operation was then confirmed through functional and performance testing. A replacement device had already been provided to the customer under warranty.